Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by a matrix drawer jammed. The field service engineer cleared a jam in the rear of the drawer and rebooted to resolve the issue. The field service engineer confirmed that there was a delay in dispesing medications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue with a drawer failure, and was unable to access narcotic medication. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.